Event description:
It was reported that a spectrum pump door would not fully latch closed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specifications in relation to the reported door not fully latched messages which were not reproduced. The door not fully latched messages were confirmed through a review of the event history log but the device was found to operate within specification. The device was reworked to ensure continued door detection.